Event description:
The surgeon attempted to place the stent, but the stent could not be deployed and there was not good support, so he changed to the guide catheter. Then again with a wire, he was able to cross it. When he tried to place the balloon, the stent detached from the delivery system prior to deployment. The balloon was removed. The stent was still on the wire and therefore, he tried using the retrieval system (snare). The surgeon initially tried to get a 2.0 x 20 mm long balloon through the stent. It would not go through the entire stent, but it did go partially into the stent and he dilated it at about 4 atmospheres and then tried to track the stent inside but the stent could not be tracked inside. He tried multiple attempts to get the balloon again inside the stent and tried to dilate it, but the balloon would not go. He then went in with a snare retrieval system, and multiple attempts were unsuccessful. He followed the stent and it got dislodged in one of the smaller branches of the hip joint. Staff did take a right common femoral angiogram, and it looked fine. There was no stenosis noted in the common femoral or the external iliac. At this juncture, the procedure was terminated. The patient, in the meantime, was given 2000 of heparin after the 6000, as the act was 246 and the heparin was given, after about half an hour. Then again, at the end of the case, the act was checked and was 217. The arterial sheath was closed with a vascular closure device. Vascular surgery consult was obtained. The patient left the cath lab in stable condition.